Manufacturer narrative:
When utilizing a 5f mynxgrip vascular closure device (vcd), the white advancer tube did not deploy after shuttling back. Therefore, hemostasis was achieved by manual compression for 20 mins or less. The patient was not hospitalized, or the patient¿s hospitalization was not extended. The patient recovered after the mynx event. There was no reported patient injury. The user was trained with mynxgrip vcd. The device was used following a transarterial chemoembolization (tace). The type of vessel used was femoral arterial. The device was used with a 5f non-cordis sheath. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device was returned for evaluation. A non-sterile mynxgrip vascular closure device 5f was returned for investigation. Per visual analysis, the shuttle was disengaged from the black handle. The syringe was connected to the device with the stopcock open. The procedural sheath was on the shuttle cartridge, and fully retracted. The sealant and the advancer tube were observed to have remained in the shuttle cartridge tubing as received. It was noted that the sealant was exposed to blood, adhering to the catheter shaft. The device was inspected for damages that may have contributed to the reported event. No visual damages or anomalies were observed. Per functional analysis, a simulated deployment was performed. Resistance was felt due to the sealant that had been exposed to blood. The sealant adhered to the catheter shaft and prevented the shuttle from advancing distally. The sealant was removed, and the shuttle was able to be advanced without issue. The advancer tube was found properly engaged to the proximal tamp lock during the device failure investigation. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per dimensional analysis, the length of the advancer tube and distance between the proximal and distal tamp locks were measured and noted to be within specification. Per microscopic analysis, visual inspection under high magnification showed that the sealant was exposed to blood and adhered to the catheter shaft. The tamp locks were also inspected for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2106401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to deploy advancer tube¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information and the analysis of the returned device procedural factors such as incomplete engagement of the advancer tube, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU) which is not intended as a mitigation of risk, deploy sealant: detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time

Manufacturer narrative:
This device is not available for testing and evaluation. A review of the manufacturing documentation associated with this lot # f2106401 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When utilizing a 5f mynxgrip vascular closure device (vcd), the white advancer tube did not deploy after shuttling back. Therefore, hemostasis was achieved by manual compression for 20 mins or less. The patient was not hospitalized, or the patient¿s hospitalization was not extended. The patient recovered after the mynx event. There was no reported patient injury. The user was trained with mynxgrip vcd. The device was used following a transarterial chemoembolization (tace). The type of vessel used was femoral arterial. The device was used with a 5f non-cordis sheath. The user shuttled down completely. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The device will be returned for evaluation.